Event description:
The customer reported that his blood glucose reached 357 mg/dl, that the adhesive was wet, and that he smelled insulin.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.